Event description:
Customer reported they found fluid leaking through the filter air vent hole. The pump module was alarming "occlusion pt side" and the leak was noticed at that time. The filter was removed and the alarm stopped. The filter was in use for 4 days and was due to be changed that day. There were multiple medications infusing through the filter. Multiple IV sets are connected to tri-port extension sets, which are attached to the filter extension set, connected to the IV connector, and that is connected to a pt IV catheter. There was no pt harm or medical intervention reported. No add'l event or pt info was provided by the customer

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.